Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device's defib output was out of specification. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench handling and defib cycling without duplicating the report. Review of the device clinical logs showed that the device was selected to charge to 70 joules with a patient impedance of 267 ohms. The energy delivered was 81.10 j. Which is the correct energy based on the detected patient impedance. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.